Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.

Event description:
The hospital reported that a tissue expander leaked and failed expansion. It was removed and sent to pmt. We have no information if it was replaced or if the procedure was complete at the time of explanation.